Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0125 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported bent needle and could not be retracted. No other information was provided.

Event description:
It was reported bent needle and could not be retracted. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stuck safety mechanism is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation showed clear fluid within the tubing of the infusion set. The safety mechanism was observed to not be activated, and a white residue was observed on the shaft of the needle. The safety mechanism was found to be stuck and required excess force to be activated. A microscopic observation revealed a clear material between the metal sleeve of the safety mechanism and the needle shaft. This clear material was observed to fluoresce under a uv light, indicating the material is most-likely excess adhesive from the bonding of the needle to the needle housing. A lot history review (lhr) of asdrs0125 showed one other similar product complaint(s) from this lot number.